Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Customer's blood glucose level was 245 mg/dl. Customer reverted to manual injections for insulin therapy.